Event description:
It was reported the extension was eroding through the patient's skin through the device pocket. A full device removal and replacement occurred on (B)(6), 2012. The device was programmed post procedure with bilateral leg and hip coverage. No complaints of therapy. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received that the erosion area was the size of a 25 cent piece. The patient recovered without sequela from explant.

Manufacturer narrative:
Product ID 3887-56, lot# j0519221v, implanted: 2005-(B)(6), explanted: 2012-(B)(6), product type lead; product ID 3887, lot# j0519221v, implanted: 2005-(B)(6), explanted: 2012-(B)(6), product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, product ID 37082-40, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2012-(B)(6), product type extension; product ID 3708140, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type extension. (B)(4).

Manufacturer narrative:
Analysis of the stimulation leads, both with lot number j0519221v, found breaks in the body of the conductor at the silicone anchor site. Analysis of the stimulation extensions, serial numbers (B)(4), found that the bodies were cut on the outer insulation of the stimulation extensions, with no significant anomaly. Analysis of the implantable neurostimulator, serial number (B)(4), found it was functionally "okay" with no significant anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.